Event description:
Dealer stated that the end user alleges the cable fell out of his knee walker and he is unaware of what caused the issue. Dealer stated she does not have a lot/date code, no injuries.